Event description:
Customer reported an issue with intermittent touchscreen unresponsiveness that required manual restarts. There was no reported impact to the customer's blood glucose level. No action was necessary as the customer declined a callback and further assistance.